Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported having removed the dental implant around one month after its installation in intraoral region #7. The implant was installed with 40 ncm of primary stability and it was immediately loaded. The patient presented bone type iii, fenestration occurred and bone graft was executed.